Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refence samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced cannula issues event on (B)(6) 2026 that resulted in trip to hospital. No further information available.